Event description:
A report was received that the patient's battery was losing its charging capability. The patient will undergo an ipg replacement procedure. Device malfunction was suspected due to technology update.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient's battery was losing its charging capability. The patient will undergo an ipg replacement procedure. Device malfunction was suspected due to technology update.